Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the r wave trend on the right ventricular lead shows fluctuation in amplitude. The amplitude is mostly high but there have been a few dips to low values. Manual measurements were acceptable. The patient will continue to be monitored through office visits rather than remote transmissions. The lead remains in use. No patient complications have been reported as a result of this event.